Manufacturer narrative:
Product ID mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device, tether, and tether pin separated from the delivery system. The delivery system deployment button locked in the deploy position on the handle and the recapture cone was in the deployed position. There are frayed tether fragments on the outer edge of the device cup. There is blood on the distal end of the stability member. The tether is frayed and is torn. It is possible that when the physician was having difficulty to align the tether and the recapture cone and adjusted the angles of alignments by advancing and pulling the delivery catheter for several times to reposition the device that the tether was torn off by the edge of the device cup. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was repositioned multiple times in order to locate acceptable parameters. During the first two attempts at recapturing the device, it was difficult to align the device and the capture cone. After the third positioning attempt, which still did not result in acceptable parameters, the physician attempted to recapture the device once more. However, the physician encountered difficulty and attempted to realign the cone with the device while pulling on the tether several times. Eventually, the tether broke. The delivery system was removed, and the leadless implantable pulse generator (ipg) was snared and removed. A transvenous system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.